Manufacturer narrative:
Technician found the head siderail would not latch in up position due to dirt in the mechanism. Cleaned and lubricated the mechanism to resolve this issue.

Event description:
Complaint that the left head siderail would not latch in up position. No injury reported.